Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of lead, it was noted that there was loss of capture threshold on the left ventricular (lv) lead. The programming changes were discussed but not performed. There were no adverse consequences to the patient.